Manufacturer narrative:
(B)(4). D10 : 00588006014 - 14mm height size f articular surface with hinge post extension / use with plate 5,6 / screw enclosed do not discard - 62731522. Unknown - unknown femoral component - unknown. Unknown - unknown tibial component - unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left knee surgery on an unknown date. Subsequently, the patient was revised due to wear and pain. The poly and hinge kit were revised. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. Visual inspection of the returned hinge post revealed signs of implantation, wear, nicks, and dings. The threaded end was fractured/cracked but remained attached. A small fragment was missing from the top of the threaded end; this piece was not returned. A large gouge was also present along the side of the post. Visual inspection of the returned shoulder bolt hinge pin showed signs of implantation, wear, nicks, and dings. Visual inspection of the returned tibial bushing showed signs of implantation, wear, nicks, and dings. The head of the bushing was deformed, preventing measurement of its overall length. The interior contained debris or an unknown material. Visual inspection of the returned poly box insert showed signs of implantation, wear, nicks, and dings. One side had fractured on both the top and bottom, and the fractured pieces were not returned. Both sides of the polyethylene were deformed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Imaging was provided and reviewed by healthcare professionals. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was further reported that the devices were found to be fractured when the patient was opened. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h6; h10. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.